Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a low reservoir alert. Customer stated that the reservoir icon was empty and that she does not have basal rates. Customer stated that she does not want basal rates on top of a bolus. Customer will speak with her health care professional about the 24 hour basal delivery settings. Customer's blood glucose was 100 mg/dl. Customer has treated with food. Customer stated that the low reservoir warning is set to 20. Customer stated that she is experiencing low blood glucose for about 6 months and has not had any adjustments made. Customer declined to troubleshoot for low blood glucose. Customer also experienced high blood glucose. Customer's blood glucose was over 400 mg/dl at the time of the incident. Customer had nausea and was sweating and shaking. Customer was advised to do a complete set change. Customer stated that she will contact her health care professional.